Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-mar-2023. To aid in the investigation of this issue, one (1) picture sample and twelve (12) physical samples were returned for evaluation by our quality engineer team. Two (2) of the samples received were contained in a biohazard bag and ten (10) of the samples were contained in a regular ziploc bag. The flow wrapping on one of the samples in the ziploc bag was observed damaged. The picture provided by the customer showed liquid around the plunger rod area of the syringe. Visual inspection of the physical samples did not show any evidence of damage to the plunger rod area nor was there any evidence of liquid in the flow wrap packaging. The syringes were inspected for liquid past the stopper ribs, however, no evidence of this was observed an no damage to the barrel components was noted. A device history record review was completed for provided material number 306546 and lot number 2215606. The review did reveal one possible non-conformance that could have contributed to this reported incident. This non-conformance was related to a luer issue on a specific mold cavity. However, all twelve (12) of the returned samples were checked and none of them were from this specific mold cavity, therefore, this non-conformance was ruled out as a probable cause. The two customer identified affected samples from the biohazard bag were examined for any luer damage issues and none were found. An air leakage test was also performed; however, the test results did not reveal any sign of failure. At this time, an exact cause could not be determined for this issue. H3 other text : see h10.

Event description:
It was reported while using bd posiflush¿ normal saline syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: flushes contained fluid in the packaging.

Manufacturer narrative:
The initial reporter also notified the FDA on 24jan2023. Medwatch report #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd posiflush¿ normal saline syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: flushes contained fluid in the packaging.